Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation with approximately 80ml of fluid in the bladder. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed by removing the luer cap from the unit¿s distal luer. As a result, evidence of flow was visually observed at the distal luer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced no flow during infusion of a non-baxter chemotherapy drug (fluorouracil). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13g003 was manufactured june 30, 2013 - july 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.